Event description:
It was reported that the insulin pump alarmed button error. The device was exposed to water. The customer's blood glucose was 85 mg/dl. The customer was treated with manual injection to decrease the blood glucose level. The caller also stated that the belt clip had broken. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No moisture damage found on electronic and motor assembly. The device had minor scratched lcd window, cracked display window corner and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.